Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device revealed that the balloon and the catheter did not have any visual defects and was in a good condition. A several quantity of dry contrast was also noticed inside the balloon. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. The balloon was visually inspected through high magnification, and it was discovered that the balloon had a pinhole located over the distal ro marker of the balloon material. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as the manner in which the device was handled and manipulated, and/or the interaction between the balloon and the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was successfully inflated to about 6 to 8 am; however, the balloon loss pressure and eventually would not inflate anymore. Reportedly, the balloon was removed from the patient and another maxforce balloon was used. The second balloon was inflated to 2 atm for testing prior to procedure and there were no issues noted; however, the balloon would not inflate when inside the patient. The second balloon was then removed from the patient, and liquid was noted coming out of the balloon. The procedure was completed with a third maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable, good and fine. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.